Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) reliability laboratory; failure (event) observed during analysis. Analysis found a medical adhesive contaminate on the helix. This is a workmanship anomaly.